Event description:
It was reported that a blade tooth broke off. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for eval. It was visually confirmed that the outer tooth had broken off the blade. Measurements carried out on the blade confirmed conformance to specification. It was not possible to determine the root cause for the breakage.